Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 260 mg/dl, hi (more than 600 mg/dl), and 86 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated she did not experience any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.